Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient experienced back pain from wearing the lifevest due to the device being too heavy. It was also reported that the patient woke up from sleeping to adjust the lifevest equipment and twisted his back. The patient believes to have experienced sciatic nerve pain. The patient had x-rays done and the physician prescribed tylenol with ibuprofen for the injury. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient's pain improved.